Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that a pt had a breast biopsy a couple of months ago, and now is experiencing diarrhea and not feeling right. No additional information available.